Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise oversensing on the right atrial (ra) channel. The oversensing led to mode switches but the patient is not pacemaker dependent. The noise was linked to the minute ventilation signal and this feature was programmed off. The ra lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.